Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If new and relevant information becomes available later, this report will be supplemented.

Event description:
Olympus was informed that this evis lucera elite gastrointestinal videoscope was the fifth endoscope that was used on a patient that was potentially positive with creutzfeldt-jakob disease (cjd). Olympus was initially informed that there were four endoscopes that were used on the patient, and these were documented in the following complaint identifiers: (B)(6). On (B)(6) 2021, olympus was further informed that the patient who was identified as potentially positive for cjd has passed away on an unknown date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation, the results of the device history records (DHR) review and corrections. New information added to the following fields: b1, h1, h4, h6, h10. Correction: b1, h1 - this is to correct the initial MDR report. The customer reported the olympus devices were not included in the patient's cause of death. Therefore, the patient's death is considered additional information. The service center evaluated the device and identified the following: adhesive worn on light cover glass and optical cover, distal end adhesive lifting, insertion tube has delamination evident, protector split, aspiration and air/water housing color rings peeled off, damaged control body, hole, aspiration channel and biopsy channel condition and brush passages has contamination evident as well as the air/water and auxiliary channels. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. 5-9. Labeling review instructions for user (reprocessing manual) clearly states that a scope, used/possibility of use on a patient with cjd cannot be denied, should be discarded or use on cjd patient only for it is impossible to remove cjd by reprocessing recommended by olympus. Prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country. Olympus will continue to monitor field performance for this device.